Event description:
The customer reported requiring paramedics to treat a low blood glucose value of 20 mg/dl. The significant event the customer reported as possibly leading up to the incident was overdelivery. During troubleshooting the customer stated that the device drive support cap was close to flush; otherwise the insulin pump was reported to be functioning properly. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. In analysis no device failure was found, only physical and/or cosmetic damage. No further information was provided.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.

Manufacturer narrative:
Findings: pump passed functional test including prime/aa33, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Drive support disk was inspected and no anomaly was noted. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Units left in reservoir matched units left on status screen during visual inspection. Pending dva test. (B)(4).